Event description:
A male pt contacted lifecor customer support to report that his defibrillator fell off. He was unable to articulate what had happened. Support talked to the pt's aid who stated that when she arrived today the device was on a chair. Support had her place the device back on the pt. She went to place a battery pack on the charger to begin to charge it. She stated that the battery charger would not light, but the power brick had a green light. Support sent a patient services representative (psr) to the pt to replace the battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger has been completed. The reported problem was reproduced. The charger was defective when evaluated. The connector at the base of battery charger would not stay in the battery charger base. The connector was replaced. The battery charger was retested and restocked. The root cause of the defective power brick is unk, but is likely mismating of the connectors. No adverse event resulted from the damaged battery charger. The pt received a replacement battery charger.